Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The meter was requested for investigation.

Event description:
The initial reporter had an issue with the meter display on a coaguchek xs meter. The reporter stated there were missing segments in the three big eights, date field and result field. The reporter stated the battery connections looked rusty and the heater plate was clean. There was no actual misinterpretation of the results.